Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners and stripped battery cap coin slot. The insulin pump passed self-test and error alarm test. No unexpected restart alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm 21 and had damage. Customer's blood glucose was unknown mg/dl. The customer stated that a battery lid has been lost. The customer stated that the lower right of a display have a crack and a battery cover is damaged.